Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. It was reported from the analysis of the returned product that suture degradation was observed. It was reported that the suture had been found broken before using on patient during surgery. Total 3 products occurred suture breakage issue. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H.3. Investigational summary: the product was returned to ethicon for evaluation. One empty foil packet, a labeled winding former with one detached needle and one suture that pertains to product code sxmp1b429 was received for analysis. During the visual inspection of the returned sample, it was observed that the needle was detached from the suture. The suture was examined, and they had started the degradation process, and this condition caused the suture to be broken. To complement this assessment, a photo was provide showing two foil packets and one labeled winding former that pertains to product code sxmp1b429. The foil was visually inspected; wrinkles and holes were observed in the cavity. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.